Event description:
Pt was admitted to the hosp for removal and replacement of bilateral breast implants due to capsular contractures. Bilateral capsulectomies were performed also. During the surgery, it was noted that the right silicone gel breast impalnt was ruptured and the left breast implant was infect. Pt authrozed the hosp to dispose of her surgically removed breast implants.